Event description:
It was reported that prior to a transurethral lithotomy procedure, there was a defective seal on fiber individual package. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that prior to a transurethral lithotomy procedure, there was a defective seal on fiber individual package. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available the cause that contributed to the reported event cannot be established.